Manufacturer narrative:
On 10-dec-2023, mentor received additional information about the event: the side of capsular contracture was unknown when initial report was submitted. Mentor became aware that the capsular contracture was bilateral and it was baker grade IV. This medwatch report will be used for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-15118 for the report for the patient¿s left breast prosthesis. The event date is 01-dec-2010. The patient age at the time of event is 48 years old. Correction: the device was discarded following explant surgery. An incorrect h6 type of investigation code device not returned (b17) was used in the initial report. Manufacturer¿s reference number: (B)(4); remove h6 type of investigation code device not returned (b17), add h6 type of investigation code device discarded (b18).

Event description:
It was reported that a patient who underwent a breast augmentation procedure with mentor memorygel breast implant 250cc gel breast prostheses developed capsular contracture (baker grade unknown) in one of her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 275cc gel breast prostheses on (B)(6) 2010. Information for two devices was reported: left breast implant: lot #5778286, serial # (B)(6). Right breast implant: lot #5778286, serial # (B)(6). The side of the capsular contracture (left breast, right breast, or bilateral) was not specified. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).